Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on february 21, 2024.